Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverters. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the top display on an 840 ventilator was distorted with lines. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.